Event description:
Customer reported right after the device was powered on an error message occurred and smoke was visualized at the connection between the pc unit and the pump module. The nurse did not see the error message wording due to immediately shutting off the device and getting it out of the patient's room. Biomed inspected the devices and noticed melting and burn marks to the iui connectors. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results, should the device be returned for evaluation.